Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. Troubleshooting confirmed the reported touchscreen issue; however, the "home button" operated as intended. There was no reported adverse impact to customer's blood glucose. Customer reverted using an alternate method of insulin therapy.